Event description:
Pump that was programmed to infuse 1000 ml in 22 hours (rate =about 45 ml per hour), but after approximately 6 hours of infusion, according to the operating staff, the infusion bag was empty. The pump was received into stock on (B)(6) 2012 and delivered to the customer on (B)(6) 2013. Last three-year maintenance date performed on (B)(6) 2020. External inspection was performed and a log file of the pump was saved. During the test, signs of damage were found on the left side of the pump door and cover. In addition, a broken bracket was found on the right side of the lid. So far inspection performed externally only and 3rd party service company did not open the pump. A performance test was performed by activating flow test no. 16 (flowrate) in the service menu. The test came out within the norm in accordance with the manufacturer's requirements. Reporting due to overdose. No serious injury was reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device log history was reviewed and the reported event described in the complaint is not confirmed. The reported device was not returned to france for investigation as repairs were carried out locally. It was reported in this complaint that the pump was set to infuse 1000 ml, 45ml/h rate, 22h duration. After 6 hours of infusion, the total volume 1000 ml was infused. External inspection was performed and a log file of the pump was saved. During the test, signs of damage were found on the left side of the pump door and cover. In addition, a broken bracket was found on the right side of the lid. So far inspection performed externally only and the pump was not opened. A performance test was performed by activating flow test no. 16 (flowrate) in the service menu. The test came out within the norm in accordance with the manufacturer's requirements. Following fk instructions, a long time test (with 1000ml to replicate the scenario with this pump) was performed, the infusion time was around 9hrs instead of 22hrs probably because of the broken door. Therefore, the door assembly was replaced and it was sent to brézins for investigation. On visual inspection, it was found that the door kit was very dirty and that the left corner of the door kit was damaged and a crack was observed right next to it and this is probably due to a fall. The damage to the door locking element could also be due to this fall of the appliance or to incorrect handling, such as forcing the door closed. The reported event is confirmed and is likely due to a mishandling of the device. This complaint is considered as misuse. For this issue as per our local procedure, we initiated no action.